Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change. The atrial lead was turned off. Upon opening the pocket, it was noted that the atrial lead was not implanted. It was discovered during the procedure that the atrial lead exhibited dislodgement and was explanted on (B)(6) 2010. The patient was in a stable condition.